Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 76-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. The staff observed a thrombus on the end of the pigtail. A sentinel device was placed to entrain clot in the catheter. Upon removal, no clot was found in the sentinel device or the impella device.